Event description:
5f catheter used for transjugular liver biopsy had its tip break off and embolized into left main pulmonary artery. Argon catheter 5f angled (berenstein type) used for transjugular liver biopsy. Catheter tip broke off on initial placement into the ivc and embolized into the left main pulmonary artery. Catheter tip was retrieved without complication.